Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported that all their aligners had/have air gaps. The patient was advised of a resting period for the upper due to teeth #8 and #9 being tipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.